Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and confirmed during surgery. The device has been explanted with a systematic capsule biopsy and replaced with another manufacturer's device. Anatomical pathology results found "rare calcifications, fibro-hyaline changes and no suspicion of malignancy.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and confirmed during surgery. The device has been explanted with a systematic capsule biopsy and replaced with another manufacturer's device. Anatomical pathology results found "rare calcifications, fibro-hyaline changes and no suspicion of malignancy.